Manufacturer narrative:
The philip's field service engineer replaced the power management (pm) pcba to resolve the reported issue. The unit passed performance verification testing.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29oct2020.

Event description:
The biomed reported the unit goes vent inoperable (inop) and will not turn back on. The biomed reached out to the manufacturer's remote service technician and stated he did get it to turn back on for a little while and did see some "power restored" messages in the event log. Then it went vent inop again. The biomed suspected it is the power management (pm) printed circuit board assembly (pcba) and repair is covered under (B)(4). The manufacturer's remote service technician advised it could be caused by other issues, making this a time and material repair and the biomed requested to be contacted by a field service engineer (fse) to schedule time. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.